Manufacturer narrative:
On 22-oct-2020, mentor received additional information regarding the grade of capsular contracture, date of explantation, and replacement devices. The grade of capsular contracture that the patient experienced is grade iii/IV. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation is (B)(6) 2020. The replacement devices are two 490cc mentor memorygel breast implant prostheses (catalog #: 3507490mc, left serial #: (B)(6), right serial #: (B)(6)). The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-dec-2020, mentor received additional information regarding the suspected medical devices. A healthcare professional reported that the devices were lost in transit according the tracking data. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 445cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture and capsular contracture (grade unknown). The patient experienced hardness of both breasts, and MRI indicated the bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 27-aug-2020, mentor received additional information regarding the replacement devices. The devices are either 510cc mentor memorygel breast implant (catalog #: 3507510mc), or 490cc mentor memorygel breast implant (catalog #: 3507490mc). Manufacturer's reference number: (B)(4).